Event description:
The housing of an i60s broke from the shaft after a firing. As a result, the staple line was over sewn.

Manufacturer narrative:
The i60s was noted to have the housing separated from the shaft during visual observation in the lab. The root cause could not be determined.